Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited post-paced t-wave oversensing resulting in inappropriate anti-tachycardia pacing. The patient was not symptomatic as a result. The device was reprogrammed.

Event description:
Correction: the device has exhibited post-sensed t-wave oversensing and not post-paced t-wave oversensing